Manufacturer narrative:
Product analysis: the proximal to mid stent segments were stretched and deformed. The first distal segment was deformed. (B)(4).

Event description:
The physician intended to treat a lesion in the da artery with moderate tortuosity and 80% stenosis level. The lesion was pre-dilated once with a 2.5x15mm balloon device. The integrity device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered when advancing the device. It was reported that the proximal lesion had 80% obstruction and the stent could not cross, several attempts were made to cross. The lesion was further dilated and was treated with another stent of the same reference. No patient injury reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged.